Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 406 mg/dl. Customer treated their high blood glucose with a manual shot. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.